Event description:
Follow up reported due to an outpatient complaint about a loss of stimulation, impedance measurements were taken and a high impedance reading in excess of 400 ohms resulted. This was corroborated by verbal information only. Impedance measurements were taken using the ens and a snap-lid cable and a number of electrode combinations returned readings of greater than 10,000 ohms. Accordingly the cause was identified as being one of a rupture to the lead. A replacement electrode lead of the same model type was subsequently used. After replacement and after electrode impedance measurements were taken, several electrodes revealed high resistance levels. Although the situation did not alter after replacing the snap-lid cables, normalized readings were finally achieved after several attempts to reconnect the lead.

Event description:
Additional information received reported that the physician determined the event was a lead fracture. After explant a visual inspection of the lead revealed that it was bent 130mm from the proximal end. An x-ray determined that four conductors were damaged at the location of the bend, believed to be the place where the anchor had been.

Event description:
It was reported that when measuring impedance using an external neurostimulator multi-lead trialing cable, the values for many electrode combinations were over 10,000 ohms and the patient could not feel stimulation. The physician decided to replace the lead and the neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. The implantable neurostimulator was not suspected as malfunctioning. It is unclear why it was explanted, 'as this surgery has performed, it was not the purpose but changed.' The patient, 'received appropriate therapy.'

Manufacturer narrative:
(B)(4): lead model 3887-33, lot# v109266, implanted: unk, explanted: unk; lead model 3887-33, lot# v133840, implanted: unk, ex planted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the lead model 3887-33 lot unknown found all conductors were crushed and broken 13 cm from the proximal end at the silicone anchor site. All circuits were open. Analysis of the screening cable model 3550-31 lot unknown found no significant anomaly. Analysis of the screening cable model 3550-31 lot unknown found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.